Event description:
It was reported that, "when the surgeon was cutting the pt femur by using the #8 scorpio 4:1 ceramic blocks, the blade stuck into the posterior slant face and anterior slant face. The surgeon noticed that 2 ceramic bars popped out about 2-3cm from the block. After surgery, our sr noticed that the 2 ceramic bars were already broken."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. Additional info has been requested. If device or additional info becomes available, the eval summary will be submitted in a supplemental report.